Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a primary set, piggyback with backcheck valve, 3 clave y-sites, secure lock, 100 inch where the customer reported a flow issue on IV primary set during infusion of lactated ringer¿s solution. Once connected to an IV, even with the roller ball clamp completely open, no fluid was flowing. Once in the operating room (or), they tried a different tubing, and intravenous (IV) and it worked. Additionally, the customer reported that that the IV was placed and primary tubing attached. A staff noticed that the tubing roller ball clamp wasn¿t flowing, even though it was completely open. The tubing was changed out from the same lot number, and still no IV fluid was flowing. A new IV had to been inserted, resulting in a second needle attempt. There was patient involvement but no patient harm. This is the second of two events.